Event description:
It was reported that patient was hospitalized for driveline infection. There was driveline power fault alarm on (B)(6) 2024. They denied any trauma to driveline. Modular cable appeared to be in acceptable condition; system controller was in poor condition. Log files captured driveline power fault alarms beginning at 12:50 on (B)(6) 2024. The alarm cleared with exchanging modular cable and system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. It was reported that the patient was hospitalized for driveline infection. Driveline power fault alarms were noted that resolved with a modular cable and controller exchange, and the driveline power faults were ultimately found to be related to wire fatigue within the modular cable; refer to the modular cable investigation regarding these findings (manufacturer report numbers 2916596-2024-06375 and 2916596-2024-06376). Multiple requests for additional information regarding the patient¿s driveline infection were submitted to the account; however, no response has been received at this time. Review of the submitted left ventricular assist device (lvad) log files found that the pump appeared to be operating as intended with no notable lvad fault flags. Refer to the modular cable and controller investigations regarding review of the controller log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.